Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient stating at first they thought it was the battery. They took it out and reset it. When patient called for a new battery they sent aa batteries and a new charger. Patient took the old lithium battery from old charger and put it in the new charger. The charger works better than it has since they received the old charger. So far with the new charger it works better than the old one. The buttons work on first touch and so far it has not turned off. Issues resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was going on for the last year the pts stimulation would turn off on its own. Pt would then pull the battery out and put it back in then turn stimulation back on. Pt said it was random. Pt had met with their rep and they ran programs, pts rep said nothing was wrong with the programming. The patient was redirected to their healthcare provider to further address the issue. Pt said this was a new ins for them and they were having a lot of problems with it because it did not have adaptive stim like their old one. Their old ins would adapt to their position and with this one they had to manually program. Agent reviewed adaptive stim was not available for a 97716.